Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled the day prior and the customer believed the alarm was caused by not performing the air removal process. A cartridge change was performed to address the issue. Blood glucose level was 228 mg/dl.